Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) and the caller wanted to know how to remove the stored episodes. It was noted that the patient has a history of twos. As well, the lead was implant past its use by date. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited t-wave oversensing (twos) which lead to an aborted shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited t-wave oversensing (twos) which led to inappropriate therapy. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.